Event description:
It was reported that insulin gauge displayed amount different than expected, and pump showed static fill estimate despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Technical support explained that this could occur due to large differences in measured pressures used to estimate remaining insulin and advised that gauge would resume normal countdown once actual insulin amount matched static value, and caller understood and acknowledged this information.